Manufacturer narrative:
The report of high impedance was not confirmed. Analysis of the returned lead found it was cut during the explant procedure resulting in a stimulation end segment and a terminal end segment. Both segments were tested for continuity and no opens were found.

Manufacturer narrative:
Date of the event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6) , batch: a000120426.

Event description:
It was reported the patient is not receiving effective therapy due to high impedances. As such, surgical intervention was taken and the lead was explanted and replaced to address the issue. The investigation did not determine which lead had high impedances.